Event description:
A small piece of the sugita retractor broke (a hook) during surgery while the dr. Was placing near the surgical incision. Both pieces were retrieved and handed off the field. X-ray of pt's head was done before closure to ensure that no pieces were left behind. Read was negative.

Manufacturer narrative:
Mizuho has followed up with the hospital to obtain more specific info related to this incident. We need to make sure of the product number, use, and whether or not the hospital kept the broken retractor hook so that it can be evaluated.